Manufacturer narrative:
The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Manufacturer narrative:
Occupation is patient/consumer. The case has been sent to the manufacturer for investigation. The investigation is ongoing.

Event description:
The consumer reported a false positive result with the covid-19 at-home test performed on (B)(6) 2022. On (B)(6) 2022 the consumer performed a covid-19 at-home test and the result was positive. On (B)(6) 2022 the consumer had a pcr test performed at a pharmacy and the result was negative. The type of test used was unknown to the consumer. The consumer indicated that she had no covid-19 symptoms. She had recently been in a setting with multiple people where masks are no longer required and she performed the tests as a precaution. The consumer indicated that on (B)(6) 2022 she performed the at home test first and notified her employer who requested she get a pcr test. When she got the negative results of the pcr test she then contacted her doctor for advice. Her doctor advised that she perform a second pcr test for confirmation, which was carried out on (B)(6) 2022. The consumer's doctor advised that she may be on the end of the infection period. No other information can be provided. No additional information about treatment and outcome was provided.